Event description:
User facility reported the device was in use during pt surgery. According to reporter, the pt received a burn. No additional information on pt outcome or treatment methods has been provided at this time.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.